Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight not provided by reporter. This report is for unknown unk - screws lag, part number for the UDI # unknown lot number, UDI is unavailable. Originally implanted on an unknown date in 2014. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient's dhs hardware was removed on (B)(6) 2015. The hardware was originally implanted on an unknown date in 2014. The patient experienced pain and bursitis leading to hardware removal. A dhs plate, a lag screw, a compression screw and three (3) cortical screws were removed intact and norian was then implanted. There were no delays or difficulties during surgery. Outcome was successful. This report is 2 of 3 for (B)(4).